Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. Troubleshooting could not be completed; several unsuccessful calls to contact the patient were made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.